Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder trigger switch stuck on. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt. A supplemental report will be submitted when the investigation is completed. (B) (4)